Event description:
The reporter indicated that the device is intermittently capturing with a reported "high" lead impedance.

Manufacturer narrative:
The device was replaced on 12/19/1997. It has not been returned to the MFR for analysis.